Event description:
Reporter alleged obtaining a discrepant blood glucose result of 102 mg/dl on info system 1 compared back to back with result of 105 mg/dl on info system 2 and a result of 480 mg/dl on inform system 3 when testing was performed within 10 minutes. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. (B) (6). (B) (6).